Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The delivery system was discarded and will not be returned for evaluation. Imagery was provided by the site showing the cine of the burst balloon during the procedure and a photo of the burst balloon post-procedure. The cine showed the balloon bursting towards the end of valve deployment when the balloon was fully inflated. The photo of the burst balloon post procedure showed what appeared to be a longitudinal burst turning radial on the distal tapered length of the inflation balloon. Per the event description, "there was clear evidence of a calcific node on the angiogram in the lvot. The calcium was noted prior to the system being introduced. " a detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall from mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). No visual abnormalities were observed on the returned photo and dimensional measurements could not be taken as the device was not returned; however, the existing technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure.    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a tf tavr case the 29mm commander delivery system balloon ruptured at the end of deployment of the 29mm s3 valve. A bav had been performed with an edwards 23 x 4 balloon prior to valve deployment. The patient remained hemodynamically stable; the valve was confirmed to be fully expanded with no evidence of pvl via tte. The delivery system was removed carefully via the esheath without incident and the leg was closed utilizing the preclose technique. There was clear evidence of a calcific node on the angiogram in the lvot. The calcium was noted prior to the system being introduced.